Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). The physician attempted to direct stent the rca with a taxus liberte paclitaxel-eluting coronary stent 3.00x32mm but the stent delivery system would not cross the lesion. The physician withdrew the device and noted a flared stent strut. Next, a maverick 2.5x15mm balloon was used to dilate the lesion and then another of the same stent was used to successfully complete the procedure. There were no pt complications reported and the pt status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).